Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified volume of normal saline via gravity. At an unspecified date, the option-lok male adapter of the tubing set was connected to the female adapter of an unspecified IV catheter. The customer contact reported that "once the infusion was started or shortly (5 mins) after the infusion began," solution leaked from the luer connection of the option-lok male adapter and the IV catheter. An unspecified volume of blood loss was reported. The tubing set was replaced and the therapy was resumed. There were no reports of any adverse patient effects and no reported delays in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.